Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump are not responding. The customer¿s blood glucose level was unknown. The customer also stated that the buttons have to press six times before it does what they want. Customer does not recalls any significant events leading to the keypad issues. Customer was advised to observed time clock for one minute to verify. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.